Event description:
It was reported that right ventricular (rv) lead noise oversensing and under sensing on this implantable cardioverter defibrillator (ICD). This ICD was successfully replaced as a result, and the associated rv lead was surgically capped and abandoned. No additional adverse patient effects were reported. Additional information was received. Technical services (ts) reviewed the undersensing episode and verified that the undersensing was a result of fine ventricular fibrillation (vf) and low sensing amplitudes. No adverse patient effects were reported.